Event description:
It was reported that this right ventricular (rv) lead was attempted due to this lead was unable to provide sensing numbers. This rv lead was replaced and not implanted. No adverse patient effects were reported.